Event description:
The pt awoke in bed at home and found that there was bleeding at the catheter exit site. The pt went to the user facility, where it was found that the venous lumen had split close to the bifurcation. The catheter was removed.